Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and observed that the device failed the temperature acceptance test. Therefore, the reported condition was confirmed. Evidence suggests this was due to usage/wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that an attachment device was "broken". It was unknown to the reporter if the device was used in surgery.  There were no delays in a surgical procedure as a spare device was available. The exact date of the event was unknown but the reporter clarified that the event occurred in 2013.  It was unknown if injuries or medical intervention were reported.  Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. (B)(4).